Manufacturer narrative:
Corrected data: d4 UDI number. Additional information was received that the device had a pressure sensor falling off. There was no delay in therapy, no patient involvement and no patient harm reported. One device was returned for evaluation. Visual inspection revealed a scratched lcd lens. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue. The root cause was determined to be the air detector falling off due to wearing of the glue. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Event date unknown. Device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 41541. There was unknown patient involvement and unknown patient harm.